Event description:
It was reported that the patient received a vibratory alert for high hv impedance measurements. Testing in the clinic via isometrics, arm movement, and pocket manipulation did not reveal any out of range numbers. The values were all within range. The hvli trend was stable except for a few out-of-range values. The physician elected to monitor the lead for any impedance changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.